Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9597-10 angled reamer sleeve lot number: 37622112 was received for investigation. Visual inspection noted that there was an ar-9676 angled reamer driveshaft unknown batch number stuck inside the angle reamer sleeve. Functional testing was not performed due to there being an ar-9676 angled reamer shaft stuck inside the device that was unable to be removed. The most likely cause is attributed to misuse due to interference with the mating instrument. Visual evaluation found multiple scratches around the shaft. The most likely cause for the scratches can be attributed to misuse/mishandling due to the damage to the device. Refer to the investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/20/2024, it was reported by a sales representative via (B)(4) that (2) ar-9597-10 angled reamer sleeve is stuck inside of each (2) ar-9676 angled reamer, drive shaft. The case was completed successfully without incident. This was discovered during an unspecified procedure on (B)(6) 2024, with no reported patient harm. Additional information received on 2/23/2024: this occurred during a reverse total shoulder procedure on (B)(6) 2024. There was no case delay reported. The case was completed using a 10 degree augmented baseplate. There were no adverse effects on the patient.